Event description:
Dealer called stating that the right leg rest actuator started smoking.

Manufacturer narrative:
This report submitted as a result of a review of complaint files. No problem found with suspect actuator.